Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited noise. The patient was brought into clinic and noise was seen during interrogation. It was noted that the patient had been undergoing radiation therapy and it was suspected that the radiation may have damaged the device. The device was turned off and the patient was given a life vest. On (B)(6) 2018, the device was explanted and replaced. The patient had no complications.

Manufacturer narrative:
The reported field event of noise was confirmed in the lab. The device was tested on the bench and using automated testing equipment and noise was seen on the stored egms and on real-time egm. The cause of the anomaly was found to be due to a capacitor connection issue in the hybrid.